Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bent tip clamp in the reported problem area of the pipette assembly. Tip clamp in position 4 was replaced and all tip clamps, plunger clamps and sleeves were cleaned. The alignment and calibration of x-arm and z-arm, was verified. The instrument was inspected and tested without further problem, and returned to expected operation.